Event description:
It was reported that the medical professional believed that the vns battery depletion had occurred quickly. The medical professional indicated that the battery indicator was approximately 20%. The patient was referred for vns generator replacement. The clinic notes received indicated that the system diagnostics were within normal limits. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. The patient underwent vns generator replacement surgery. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted generator was received by the manufacturer and product analysis was completed. The proper functionality of the generator to provide appropriate programmed output currents was successfully verified in the product analysis, or pa, lab. While the generator was placed in a simulated body temperature environment, the output signal was monitored for more than 24 hours. No signs of variation in the signal were observed. The battery indicated a intensified follow-up indicator, or ifi, = no condition at the completion of the final electrical test. The pulse generator performed according to functional specifications. Contamination was observed on the trimmed edge of the printed circuit board assembly, or pcba, suggesting possible electrical paths. Results of a postburn electrical test indicated the pcba failed several electrical tests. The observed contaminates were removed using fine grit sandpaper. A second postburn electrical test showed no signs of out of tolerance in the pulse module. Remaining residual material on the pcba edge after the "test tab" removal manufacturing process resulted in increased current consumption for standby and pulsing modes, which was out of specification. This may have been the contributing factor for the premature end of life.